Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), device breakage ('remains of essure / operation to to remove remnants of essure') and mental disorder ('admission to psychiatric clinic') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity and parity 3 (patient has 3 children, a foster child and a grand child.). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("remnants of essure"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), injury ("damages"), mental disorder (seriousness criterion medically significant), muscular weakness ("weak legs"), fatigue ("tired"), neuralgia ("nerve pain"), gingival disorder ("many gum problems"), dysmenorrhoea ("painful menstruations with a lot of blood loss"), menorrhagia ("painful menstruations with a lot of blood loss"), procedural pain ("insertion in the right side hurt a lot"), presyncope ("almost faited from pain during insertion"), muscle disorder ("suffering from muscles and joints"), arthropathy ("suffering from muscles and joints") and back pain ("back pain"). The patient was treated with surgery (essure removal surgery and operation to to remove remnants of essure in 2017). Essure was removed in 2017. At the time of the report, the abdominal pain, device breakage, complication of device removal, injury, mental disorder, muscular weakness, fatigue, neuralgia, gingival disorder, dysmenorrhoea, menorrhagia, procedural pain, presyncope, muscle disorder, arthropathy and back pain outcome was unknown. The reporter considered abdominal pain, arthropathy, back pain, complication of device removal, device breakage, dysmenorrhoea, fatigue, gingival disorder, injury, menorrhagia, mental disorder, muscle disorder, muscular weakness, neuralgia, presyncope and procedural pain to be related to essure. The reporter commented: patient followed insertion through echography, she thought there was something odd with the left side, warned physician, but he said it was ok. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: reporter information updated, patient's initials updated, essure insertion date changed from (B)(6) 2015. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and device breakage ('remains of essure / operation to remove remnants of essure') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity and parity 3 (patient has 3 children, a foster child and a grand child.). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("remnants of essure"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), injury ("damages"), mental disorder ("admission to psychiatric clinic"), muscular weakness ("weak legs"), fatigue ("tired"), neuralgia ("nerve pain"), gingival disorder ("many gum problems"), dysmenorrhoea ("painful menstruations with a lot of blood loss"), menorrhagia ("painful menstruations with a lot of blood loss"), procedural pain ("insertion in the right side hurt a lot"), presyncope ("almost fainted from pain during insertion"), muscle disorder ("suffering from muscles and joints"), arthropathy ("suffering from muscles and joints") and back pain ("back pain"). The patient was treated with surgery (essure removal surgery and operation to remove remnants of essure in 2017). Essure was removed in 2017. At the time of the report, the abdominal pain, device breakage, complication of device removal, injury, mental disorder, muscular weakness, fatigue, neuralgia, gingival disorder, dysmenorrhoea, menorrhagia, procedural pain, presyncope, muscle disorder, arthropathy and back pain outcome was unknown. The reporter considered abdominal pain, arthropathy, back pain, complication of device removal, device breakage, dysmenorrhoea, fatigue, gingival disorder, injury, menorrhagia, mental disorder, muscle disorder, muscular weakness, neuralgia, presyncope and procedural pain to be related to essure. The reporter commented: patient followed insertion through echography, she thought there was something odd with the left side, warned physician, but he said it was ok. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 12-apr-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") and device breakage ("remains of essure / operation to to remove remnants of essure") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Other product or product use issues identified: complication of device removal ("remnants of essure" in (B)(6) 2017). The patient had a medical history of parity 3 (patient has 3 children, a foster child and a grand child.) And nickel sensitivity. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017 she experienced device breakage (seriousness criteria medically important and intervention required). Essure was removed in 2017. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), injury ("damages"), mental disorder ("admission to psychiatric clinic"), muscular weakness ("weak legs"), fatigue ("tired"), neuralgia ("nerve pain"), gingival disorder ("many gum problems"), dysmenorrhoea ("painful menstruations with a lot of blood loss"), heavy menstrual bleeding ("painful menstruations with a lot of blood loss"), procedural pain ("insertion in the right side hurt a lot"), presyncope ("almost faited from pain during insertion"), muscle disorder ("suffering from muscles and joints"), arthropathy ("suffering from muscles and joints") and back pain ("back pain"). The patient was treated with surgery (essure removal surgery and operation to to remove remnants of essure in 2017). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, arthropathy, back pain, device breakage, dysmenorrhoea, fatigue, gingival disorder, heavy menstrual bleeding, injury, mental disorder, muscle disorder, muscular weakness, neuralgia, presyncope and procedural pain to be related to essure administration. The reporter commented: patient followed insertion through echography, she thought there was something odd with the left side, warned physician, but he said it was ok. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-sep-2022: quality safety evaluation of ptc. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") and device breakage ("remains of essure / operation to to remove remnants of essure") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Other product or product use issues identified: complication of device removal ("remnants of essure" in (B)(6) 2017). The patient had a medical history of parity 3 (patient has 3 children, a foster child and a grand child.) And nickel sensitivity. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017 she experienced device breakage (seriousness criteria medically important and intervention required). Essure was removed in 2017. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), injury ("damages"), mental disorder ("admission to psychiatric clinic"), muscular weakness ("weak legs"), fatigue ("tired"), neuralgia ("nerve pain"), gingival disorder ("many gum problems"), dysmenorrhoea ("painful menstruations with a lot of blood loss"), heavy menstrual bleeding ("painful menstruations with a lot of blood loss"), procedural pain ("insertion in the right side hurt a lot"), presyncope ("almost faited from pain during insertion"), muscle disorder ("suffering from muscles and joints"), arthropathy ("suffering from muscles and joints") and back pain ("back pain"). The patient was treated with surgery (essure removal surgery and operation to to remove remnants of essure in 2017). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, arthropathy, back pain, device breakage, dysmenorrhoea, fatigue, gingival disorder, heavy menstrual bleeding, injury, mental disorder, muscle disorder, muscular weakness, neuralgia, presyncope and procedural pain to be related to essure administration. The reporter commented: patient followed insertion through echography, she thought there was something odd with the left side, warned physician, but he said it was ok. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-sep-2022: consumer's reporter information updated (address), updated imdrf codes. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), device breakage ("remains of essure/operation to remove remnants of essure") and mental disorder ("admission to psychiatric clinic") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity and parity 3 (patient has 3 children, a foster child and a grand child.). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("remnants of essure"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), injury ("damages"), mental disorder (seriousness criterion medically significant), muscular weakness ("weak legs"), fatigue ("tired"), neuralgia ("nerve pain"), gingival disorder ("many gum problems"), dysmenorrhoea ("painful menstruations with a lot of blood loss"), menorrhagia ("painful menstruations with a lot of blood loss"), procedural pain ("insertion in the right side hurt a lot"), presyncope ("almost fainted from pain during insertion"), muscle disorder ("suffering from muscles and joints"), arthropathy ("suffering from muscles and joints") and back pain ("back pain"). The patient was treated with surgery (essure removal surgery and operation to remove remnants of essure in 2017). Essure was removed in 2017. At the time of the report, the abdominal pain, device breakage, complication of device removal, injury, mental disorder, muscular weakness, fatigue, neuralgia, gingival disorder, dysmenorrhoea, menorrhagia, procedural pain, presyncope, muscle disorder, arthropathy and back pain outcome was unknown. The reporter considered abdominal pain, arthropathy, back pain, complication of device removal, device breakage, dysmenorrhoea, fatigue, gingival disorder, injury, menorrhagia, mental disorder, muscle disorder, muscular weakness, neuralgia, presyncope and procedural pain to be related to essure. The reporter commented: patient followed insertion through echography, she thought there was something odd with the left side, warned physician, but he said it was ok. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 28-nov-2018: patient tells her story in dutch newspaper trouw in article called "four women challenge bayer in court because of implant". Events added: weak legs, tired, nerve pain, many gum problems, painful menstruations with a lot of blood loss, abdominal and back pain, suffering from muscles and joints, insertion right side hurt a lot, almost fainted from the pain at insertion, admission to psychiatric clinic, essure removed in 2017 and operation to remove remnants of essure. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.